Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis over the weekend. The mother stated that the device alarmed multiple times no delivery during basal and priming. The caller mentioned that the customer also has been in the hospital due to low blood glucose. The mother called in regards to any issues besides the drive support cap. Troubleshooting was declined as caller stated that the customer continually goes tot he hospital due to high blood glucose. No further information was provided.